Event description:
It was reported that the pulse generator could not be interrogated. After a software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.